Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was a tip seal observation; the analyst noted that there was intermittent pin cap, with possible medical adhesive seen; full lead returned and analyzed.

Event description:
It was reported that the lead lost of capture right after the device generation change out procedure. Patient had an asystole. It was suspected to be a lead fracture. A temporary pacemaker was used to maintain the heart rate until a emergency change out procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.